Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient was experiencing persistent pocket pain since the date of the implantable cardioverter defibrillator (ICD)&#589;plant. The ICD was repositioned to the left subpectoral area. The patient is a participant in the adapt response clinical study. No further patient complications have been reported as a result of this event.